Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant: 5024m-58 lead implanted: 2000-(B)(6); 4513 boston scientific lead implanted 2003-(B)(6); 0158 boston scientific lead implanted 2003-(B)(6). (B)(4)

Event description:
The lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.